Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had loose coupler causing the scope to be loose with the coupler and move freely during inspection for use. There were no reports of patient harm.